Event description:
It was reported via legal documentation that approximately 143 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, failure of polyethylene liner, severe osteolysis, and aseptic loosening. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h11. The following sections were corrected: h6. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear, instability, disassembly, and femoral loosening, as reported, or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated fields: a2, a3, b5, h6 added clinical code. D10: ((B)(6)) 230-03-02 - optetrak asy,cr cemented femoral, sz 2, ((B)(6)) 200-02-32 - three peg patella 32mm, ((B)(6)) 204-04-21 - trapezoid tibial tray sz 1f/1t, 2f/1t.

Event description:
It was reported via legal documentation that approximately 143 months after a right total knee replacement procedure, the patient underwent a revision procedure address pain, swelling and instability due to aseptic loosening, osteolysis and failure of the polyethylene liner. A revision operative report was provided. Intraoperatively, the surgeon observed black stained tissue, and the polyethylene was noted to be completely eroded through and had separated from the tibial base plate. The blackened tar tissue due to the metal-on-metal articulation after the polyethylene failure was removed. The femoral and tibial components were removed, and it was noted that there was a central area of bone loss in the tibia and a fairly large medial femoral condyle bone loss as well as central bone loss in the femur. No medical or surgical intervention was noted. No additional information was provided.